Event description:
It was reported that: glide thru sheath wrinkled on insertion. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: glide thru sheath wrinkled on insertion. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath and dilator for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the sheath tip was crimped/folded and white stress marks were observed. A portion of the sheath body was also folded, consistent with the appearance of application of undue force during an attempted insertion. No obvious damage was observed to the returned dilator. The sheath outer diameter measured 0.0996", which is within the specification limits of 0.096"-0.102" per the sheath extrusion product drawing. The sheath length and inner diameter at the tip could not be accurately measured due to the damage. The returned dilator was able to be removed and re-inserted through the sheath. Light resistance was encountered at the locations of the sheath damage; however, the dilator was able to fully lock onto the sheath tabs. Performed per IFU statement, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." It also states, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of a peel-away sheath damage was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was crimped/folded and a portion of the body was also folded. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. Despite the damage, the sheath and the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.